Manufacturer narrative:
Analysis found the complete lead was returned in one piece measuring 51.4 cm. External insulation abrasion exposing the outer coil was found at 17.7 cm ¿ 17.9 cm from the connector pin. The insulation abrasion was consistent with friction to the device can. All other damages were consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a follow up in clinic. Upon interrogation of the pulse generator, it was discovered that the atrial lead and right ventricular lead exhibited noise. On (B)(6) 2019, the leads were successfully explanted and replaced. The patient did not experience adverse consequences as a result of the procedure. Related manufacturer reference number: 2017865-2019-11224